Event description:
It was reported device shift occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The initial deployment of the 31mm wds failed due to unsuccessful tug tests and a landing that was too proximal. The team decided to downsize to a 27mm wds, but this device lacked adequate compression and showed a gap around its perimeter. The physician opted to upsize back to a 31mm wds. After partially recapturing the 31mm closure device, its position was adjusted. The final placement appeared slightly proximal in most views, showing less than one-third shoulder, with a slightly larger shoulder noted in the high-angle view on intracardiac echocardiography (ice). The closure device met the pass (position, anchor, size, seal) criteria: position: slightly proximal, anchor: passed tug test, size: 13-15% compression, seal: no color flow or leak around the device. Once released from the core wire, the device appeared to shift further proximal on ice. At that point, the ice catheter stopped functioning, preventing accurate images. A transesophageal echocardiography (tee) probe was inserted to continue evaluation. On tee, the closure device appeared well anchored in the 0-degree and 45-degree views, though a large shoulder was visible in the 135-degree view. There were no leaks noted. The decision was made to leave the closure device in place and checked again with a computed tomography (CT) scan the following morning. The device remained stable and in the same position. The physician plans to wait until the 45-day follow up and check device position again. The patient remained stable with no complications and was discharged home.